Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was isolated to the rear response button cable being pulled out from the j1005 connector on the ca board. The cause of the non-functional response buttons is the loose connector. Upon further investigation, there was a non-critical defect of liquid contamination found on the defibrillation board, as well as q15 on the ca board. The root cause of the creased cable cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.